Event description:
It was reported that the pt had a pump refill in 2009. He began to experience underdose symptoms two days later. The pt presented to the hcp, four days later, who accessed the catheter access port and noted that he had "good flow." The pt was administered a bolus at that time and was sent home. Per the reporter, "there was no response to the bolus." Two days later, he felt "tingly" and called "emergency." The pt does "not remember anything after that for the next 4 days." The pt experienced seizures during this time as well as, withdrawal with the following symptoms: dizziness, increased baseline pain, lethargy, and "increased blood pressure." Also, during this time period, the pump was interrogated and he was told that the pump was "off." No alarms or volume discrepancies were reported. Per the reporter, the hcp turned the pump back on but there was a "mechanical issue." The pump was replaced in the same month, after the pt was "stable". At the time of the report, the pt was home in good condition. The pt had concerns about "why pump quit" without warning. Per the reporter, the hcp had not discussed low battery or end of service. The pump was implanted for 71.8 months. Additional info has been requested from the hcp, but was not available as of the date of this report. The type of medication, concentration, and daily dose being administered via the pump were not reported.